Event description:
It was reported that during a procedure the device was running on its own. Another device was used to complete the procedure without delay. No user injury or adverse consequences were alleged with this event.